Event description:
Pt had a narrow aorta. The main body graft was placed without any problem. Original angiogram was performed identifying renal arteries, location of aortic and iliac bifurcations. Wire guide was placed up into the main body graft and looped within the graft as per the instructions for use. Although the pre-procedure measurements suggested a longer length for the measurement from the lowest renal artery to the distal fixation site of the iliac leg graft, the physician had to overlap the iliac leg graft on the contralateral side one and three-quarter stents in order to safely land above and preserve the hypogastric artery. The placement of the ipsilateral iliac leg graft appeared fine, but the contralateral leg graft appeared to be "bunched up" within the contralateral limb. There appeared, under fluoroscopy, to be thrombus present at the site, but it may have been the additional overlap of the material. The pt had an act level greater than 300, but the contralateral side appeared to thrombose. The physician placed kissing balloons within the lumen in an attempt to alleviate the visible complication. The physician also conducted a lateral view of the placement and the wire guide appeared to be anterior of the graft. It was then decided to convert the procedure to an aortouni-iliac configuration, placing a converter and occluder. A fem-fem bypass procedure was performed and the procedure was concluded.